Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 85% stenosed, mid right coronary artery. The patient was presented with angina. A 2.75 x 48 mm xience xpedition was deployed successfully; however, post-implant an unexpected dissection was observed. The dissection was treated with another xience xpedition stent. No additional information was provided.